Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Broke while loading on the guidewire. The following information has been requested via email on 19jul2024. 1. What was the date of the occurrence? 2. What type of procedure was being performed? 3. Does the complaint relate to: a. Device placement. B. Device removal. C. Observation prior to patient contact. 4. Did the product regarding this complaint come in contact with the patient? 5. Can you provide any patient information (age, weight, gender, preexisting conditions)? 6. What was the target location for the stent? 7. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 8. Was the wire guide lubricated prior to use? 9. Was the wire guide inspected for damage prior to use? 10. Was the device at the center of the complaint inspected for damage prior to use? 11. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? A. If yes, please indicate the procedure performed. 12. Did the patient involved exhibit altered anatomy or tortuous anatomy? A. If not with the device in question, how was the procedure finished? 13. Were any other defects observed on the device prior to return (other than the reported complaint issue? A. If yes, please detail any other defects observed. 14. Does your medical facility have a service/maintenance schedule associated with its endoscopes? 15. Please indicate the location in the body where the stent device was to be placed i.e. Biliary duct, pancreatic duct, other. A. If other, please specify. 16. Was resistance encountered when advancing the wire guide to the target location? 17. Was resistance encountered when advancing the introduction system in place to the target location? 18. How did the physician deal with this resistance? 19. How did the physician determine the length of the stent to be used for the procedure? 20. Where was the stricture located in the duct? 21. Was the stricture dilated prior to placing the device? A. If so, please indicate what device(s) were used 22. Was resistance encountered when advancing the stent through the obstructed area? 23. After placement, was stent position verified? A. If yes, please describe how. 24. Please estimate the amount of time the stent was in place prior to this occurrence. 25. Did any section of the device detach inside the endoscope or patient? A. If yes, please specify what section of the device broke off: 26. Please indicate whether the device broke in the endoscope or in the patient. 27. Was the broken device retrieved? A. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 28. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) A. If yes, please indicate what modifications were made: 29. Please indicate why the modifications were necessary. 30. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 31. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? 32. What intervention (if any) was required? 33. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? A. If yes, please specify what was observed and where on the device it was observed. 34. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. 35. Was the patient hospitalized or was there prolonged hospitalization? 36. Did the patient require any additional procedures due to this occurrence? 37. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 38. Has the complainant reported any adverse effects on the patient due to this occurrence? 39. Has the complainant reported that the product caused or contributed to the adverse effects? A. Please specify adverse effects and provide details. 40. If not with the device in question, how was the procedure performed and/or finished?

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-dec-2024.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot number c1864172 of spsof-5-5 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 04 sep 2024. Visual inspection: stent returned. Stent partially broken at beginning of pigtail. Kink observed on the pigtail curl of stent. Functional inspection: 0.035" wire guide does not pass the break noted on stent. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-5-5 device of lot number c1864172 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1864172. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. The customer stated that the stent broke and subsequently the took the form of a hook shape which corresponds with the visual inspection of the device in the lab evaluation. A possible root cause is that the reported issue occurred during system preparation where excessive force was employed as the stent was being manually straightened which caused it to become severely kinked and subsequently break. The details of the wireguide used were not included and if the incorrect wireguide was selected this may have caused damage to the stent also. Given the limited information available and the inability to replicate the circumstances of use, it is difficult to determine what caused the reported issue as multiple attempts were made to gather the additional information related to the complaint however this was not forthcoming, should this become available at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, broke while loading on a guide wire. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no harm to the patient. Investigation findings conclude that a definitive root cause could not be determined from the available information. The customer stated that the stent broke and subsequently the took the form of a hook shape which corresponds with the visual inspection of the device in the lab evaluation. A possible root cause is that the reported issue occurred during system preparation where excessive force was employed as the stent was being manually straightened which caused it to become severely kinked and subsequently break. The details of the wireguide used were not included and if the incorrect wireguide was selected this may have caused damage to the stent also. Given the limited information available and the inability to replicate the circumstances of use, it is difficult to determine what caused the reported issue as multiple attempts were made to gather the additional information related to the complaint however this was not forthcoming, should this become available at a later date then the investigation will be updated accordingly.

Event description:
Supplemental correction report is being submitted following a review of this complaint file as email notification from the FDA was received on 15-oct-2024. Notification of a user report on a cirl device. FDA asked us to confirm if a complaint was opened for this, this was determined to be pr (B)(4). As per the FDA email (see attached) on the 15oct2024 the FDA report number referenced as 0300920000-2024-8030 is to be included on this file as requested by FDA.

Manufacturer narrative:
To note on the 15oct2024 FDA report number referenced as 0300920000-2024-8030 has been included as requested by FDA. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.